Event description:
The customer reported that the unit has error code messages of machine and proximal pressure sensors failed and da pcba adc (data acquisition/ printed circuit board assembly/ analog digital converter) reference failed. The customer reported that it is unknown if the device was in clinical use at the time the reported issue was discovered; but there was not harm or injury to the patient or user.

Manufacturer narrative:
Corrected.

Event description:
The customer reported that the unit has error code messages of machine and proximal pressure sensors failed and da pcba adc (data aquisition/ printed circuit board assembly/ analog digital converter) reference failed. The customer stated there was no patient involvement. The event occurred during preventative maintenance (pm).